Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The water was aspirated through the instrument/ suction channel with a suction pump. The instrument/suction channel, suction cylinder, forceps cap were brushed. The disinfectant used was aceside. There was no problem with the endoscope washer/disinfector the automated endoscope reprocessor (aer) used was oer -4 with aceside disinfectant. The disinfectant concentration was effective. The water quality was filtered, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by wipe with a clean towel/paper and stored in storage without drying function. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope forceps channel tested positive on (B)(6)2023 for unspecified amount of escherichia coli. The device was retested on (B)(6) 2023. Second test results: the forceps channel tested positive for unspecified amount of escherichia coli. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where the angle down, angle play, scratches on insertion tube, curved rubber adhesive part chipped/cracked/cloudy, tip cover scratched, illumination lens cracked, objective lens adhesive part peeled off, illumination lens adhesive part peeled off, and image abnormality (diving flare). However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.